Manufacturer narrative:
Product analysis #(B)(4): the device was received with the external slider and graft cover in the home position. The guidewire lumen could be flushed as normal with no evidence of a leak or bubbles. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported flushing difficulties could not be assessed based on the procedural angiograms provided; therefore, the cause of the event could not be determined. The flushing issue was reported to have occurred before the device was introduced into the patient, and videos showing the delivery system during the flushing were not available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An enbf2816c170ee stent graft was intended to be implanted during the endovascular treatment of a 50mm aaa. It was reported that before introducing the stent and whilst flushing the central lumen with heparinized saline, bubbles were seen which could not be completely expelled. It was confirmed that flushing attempt was performed following the instructions for use. The device was replaced with another endurant stent graft (enbf2816c145ee) and the procedure was successfully completed. It was noted a type ii endoleak was observed at the end post implant of enbf2816c145ee and the physician confirmed no treatment required and follow up will be continued. Per the physician the cause of the flushing issue is related to a device issue. No additional clinical sequalae was provided and the patient is fine.